Event description:
It was reported that within three days of the implant procedure, the right ventricular lead was noted to be dislodged, based on x-ray and electrical measurement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5568-45 lead, implanted (B)(6) 2014. (B)(4).